Event description:
A report was received that the patient was admitted to the hospital due to very weak legs and unable to walk. It was reported that the patient felt better once the device was turned off.

Manufacturer narrative:
Additional information was received that the patient's leads had not moved. The patient was asking for pain medications. There will be no further course of action at this time.

Event description:
A report was received that the patient was admitted to the hospital due to very weak legs and unable to walk. It was reported that the patient felt better once the device was turned off.